Event description:
Pt underwent right total hip replacement during 1993 for treatment of degenerative joint disease. The pt reported the hip felt fine and that she was pain free until approx. Six weeks prior to hospital admission 4/17/97. She reported constant aching pain of the hip. No trauma was reported by the pt. Preoperative radiographs, performed prior to hospital admission, revealed proximal migration of the femoral head within acetabular component. The pt reported constant popping and catching of the hip. The pt was admitted to the hospital for revision of the total hip prosthesis. Intra-operatively, polyethelene debris and reactive tissue was found within the acetabulum. The cup and stem were secure. There was no damage seen in the acetabular cup that would prevent a polyetheliner component from locking in. The polythelene liner was fragmented into several pieces and was loose. The acetabular component was replaced. Note: primary total hip replacement was performed by another surgeon at another facility, therefore, no device numbers are available. Copy of surgery record received from facility that performed the primary total hip replacement indicates the prosthetic device was mfg by johnson & johnson.